Event description:
The customer biomedical engineer (biomed) reported caregroups were not working. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.